Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: treating surgeon and or-nurse is performing a proximal femoral nail antirotation (pfna) surgery this clinic (viborg hospital) only have 130 degrees pfna-systems. They do a control of the nails diameter and length before implanting, but do not control the degree of the blade. They implanted a 135 degree pfna-nail on the aiming arm 130 degrees. They inserted the k-wire, which is a bit tight, and hammer the chosen pfna-blade in with some-what harder blows than normal. After the blade has been implanted approximately ¾ of the way, it got stuck. The k-wire, now stuck in the blade, penetrated the articular surface of caput femoralis. They looked at the implant papers, and discover that they have implanted a 135 degree pfna blade instead of a 130 degree. With great difficulty they explanted the blade, leaving a big cavity in the bone. The surgeon then implanted a new 130 degree pfna blade, and augment around the blade with trauma cement. The nurses contacted synthes, since they think that synthes must have delivered two wrong devices. The patient has no pain, and is satisfied with the operation and has been informed about the problem. This event is on the unknown k-wire. This is 2 of 2 reports for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is on the unknown k-wire, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.